Event description:
It was reported that noise leading to the delivery of inappropriate anti-tachycardia pacing (atp) was observed on the right ventricular lead. No intervention was performed; the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low sensing was observed on the right ventricular lead. Lead damage was suspected but could not be confirmed visually. The device was reprogrammed. The patient was stable and will continue to be monitored.